Event description:
The ventricular lead was capped and replaced.

Event description:
It was reported that the caller questioned why there was no lead warning for greater than 2000 low impedance paces. It was also reported that the patient complained of experiencing many syncopal episodes. Follow-up with the physician indicated that they were unable to determine the cause as to why the lead warning did not trigger. It was noted that there were no other performance issues. There was no intervention planned. The lead continues to remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. There were no anomalies found. It was noted that there was right ventricular pacing impedance not further defined.